Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, undersensing of intrinsic r waves and inappropriate pacing were noted. The sensitivity was reprogrammed. It was noted a device replacement procedure would be performed in the coming months as the device was nearing elective replacement time. The patient was seen in clinic the following day after experiencing dizziness. It was noted the patient suffers from vasovagal symptoms and experienced symptoms after a medical procedure. The device check noted normal sinus rhythm with 1:1 conduction. The right ventricular (rv) lead was confirmed to be functioning appropriately in unipolar configuration. A stored episodes noted noise on the right atrial (ra) lead and noise was recreated. After the testing, the ra lead no longer sensed p-waves. The ra lead testing was performed again and no capture at maximum sensing and low out of range impedance measurements were noted. A lead fracture was suspected. As a result, the device was reprogrammed to vvi 45 and the patient was scheduled for a system replacement. No adverse patient effects were reported. Subsequent information was received that during the revision procedure, abnormal impedance measurements and threshold measurements were noted on the ra and rv leads. Lead damage was noted near the suture sleeve. As a result, the leads were surgically abandoned and the device was explanted. A new system was successfully implanted. No additional adverse patient effects were reported.